Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. (B)(4).

Event description:
It was reported that the patient underwent a spinal surgical procedure to treat scoliosis. Sometime post-op the patient developed an infection at the implant site. The patient underwent a revision surgery 1 year post-op and is scheduled to undergo another revision.